Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was able to replicate the reported issue. Medtronic representative recommended replicating the issue, unplugging the axiem universal serial bus (usb). Representative mentioned that the issue occurred only in cranial software. Medtronic representative recommended upgrading the cranial software. Ram was reseated and cranial software was upgraded to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system rebooted itself without any prompt from user when setting point merge points for a cranial axiem case. After booting up the system functioned normally. There was no patient present at the time of the issue.